Event description:
Customer reported observing low diluent volume in wells b1, c1, f7 and all of row d when performing the ortho hbc elisa. No error message was generated by the instrument. An fse was dispatched and was unable to duplicate the event. Fse performed add'l tests to ensure the instruments operation. Diagnostic checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.